Event description:
The customer reported that the system failed to perform in vascular modes. No death or serious injury was reported.

Manufacturer narrative:
No conclusion can be drawn as repair info is not available.